Event description:
Customer reported, "masimo spo2 in ge OEM device (gas machine monitor) in spinal room shows inaccurate readings when spinal room shows inaccurate readings when spinal surgery occurs. Special imaging used. Other rooms do not show this behavior. One incident showed desaturation into the 70s prompting the anesthesiologist to perform a visualization of the endotracheal tube." No known impact or consequences to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.